Event description:
Edwards received information that a 29mm 7300tfxj mitral pericardial valve, implanted to the tricuspid position approximately three (3) years and three (3) months, was explanted due to tricuspid stenosis and regurgitation caused secondary to pannus growth. The device was originally implanted for tricuspid valve replacement to correct tricuspid regurgitation which repeatedly caused protein losing enteropathy. At implant, the patients native anterior and posterior cusps were resected and the septal cusp was preserved. The valve was placed in the intra annular position with the position of the leaflet corresponding to the anterior cusp aligned with the native anterior cusp. After an implant duration of approximately three (3) years, severe tricuspid regurgitation and stenosis was observed and the surgeon decided to redo tricuspid valve replacement. When the device was explanted, the stent post was digging into the ventricular septum, resulting in a ventricular septal perforation. Ventricular septal perforation closure was performed, and a non edwards mechanical valve was implanted as replacement. After the surgery, there were no patient adverse events reported and the patient status was reported as "recovering". The device was returned for evaluation. Upon the valve explant, pannus was observed on the entire circumference of the device at the outflow aspect. There was no allegation of device malfunction. Product evaluation showed minimal calcification.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h3, h6. H3: evaluation summary: customer reports of stenosis and pannus were confirmed. Report of regurgitation was confirmed through observed rolled leaflet due to host tissue overgrowth. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the outflow aspect. The free margin of leaflet 1 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth fused leaflets 1 and 3 by approximately 3mm at commissure 1, leaflets 1 and 2 by approximately 6mm at commissure 2, leaflets 2 and 3 by approximately 5mm at commissure 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Xray demonstrated wireform intact and minimal calcification on all three leaflets. Sewing ring cloth was cut around leaflet 3. Multiple sutures remained attached to the sewing ring around the valve.

Manufacturer narrative:
The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth cannot be determined at this time. In this case, a definitive root cause for early calcification and pannus could not be conclusively determined. However, there are no indications of a manufacturing defect. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm 7300tfxj mitral pericardial valve, implanted to the tricuspid position approximately three (3) years and three (3) months, was explanted due to tricuspid stenosis and regurgitation caused secondary to pannus growth. The device was originally implanted for tricuspid valve replacement to correct tricuspid regurgitation which repeatedly caused protein losing enteropathy. At implant, the patient's native anterior and posterior cusps were resected and the septal cusp was preserved. The valve was placed in the intra-annular position with the position of the leaflet corresponding to the anterior cusp aligned with the native anterior cusp. After an implant duration of approximately three (3) years, severe tricuspid regurgitation and stenosis was observed and the surgeon decided to redo tricuspid valve replacement. When the device was explanted, the stent post was digging into the ventricular septum, resulting in a ventricular septal perforation. Ventricular septal perforation closure was performed, and a non-edwards mechanical valve was implanted as replacement. After the surgery, there were no patient adverse events reported and the patient status was reported as "recovering". The device was returned for evaluation. Upon the valve explant, pannus was observed on the entire circumference of the device at the outflow aspect. There was no allegation of device malfunction.